Event description:
Siemens servo 900c ventilator inadvertently became disconnected from billard medical products closed tracheal suction system tubing and was not detected for an undetermined amount of time. The ventilator expiratory minute volume alarm was noted to be set at zero. The alarm did not sound. The alarm had sounded earlier. When disconnection was noted the yellow indicator light was noted to be flashing. Patient expired 4/8/92device not labeled for single use. Patient medical status prior to event: critical condition. There was not multiple patient involvement.device serviced in accordance with service schedule. Date last serviced: 01-feb-92. Service provided by: user facility biomedical/bioengineering department. Service records available.no imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated, performance tests performed. Results of evaluation: none or unknown, other, incorrect technique/procedure, other. Conclusion: no failure detected and product within specification, user error contributed to event. Certainty of device as cause of or contributor to event: maybe. Corrective actions: device temporarily removed from service. Invalid data - on device destroyed/disposed of status.